Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, corrosion on metallic surfaces as well as on power connector was found. Dust/dirt contamination was also found. No other problems were detected. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, corrosion on metallic surfaces as well as on power connector was found. Dust/dirt contamination was also found. No other problems were detected. The device was scrapped.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.